Event description:
Generic pen needle (kroger / perrigo, made by ypsomed) does not fasten securely to lilly insulin pen, when injecting insulin into daughter, insulin and a slight amount of blood occurred. There was no problem with prior provided bd and novo pen needles, they fasten securely. Lilly, the pen provider has not tested the kroger / perrigo / ypsomed needles, and will tell you they¿ve only tested with bd and novo. Ypsomed when contacted, only quotes they¿ve tested to iso 11608-2, which means nothing as near as I can tell.